Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/26/2014 with the following findings: the reported dim/fading/color-spectrum display issue could not be adequately investigated due to an unrelated blank display issue; no conclusions could be determined in regards to the reported issue. The following findings are unrelated to the reported issue: the pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump case was removed, and the display screen was observed to be damaged; this device failure caused the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.